Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Head and liner were revised to address dislocation. During revision, it was discovered that there was hardened cement (manufacturer unknown) inside the liner between the head and liner, that almost certainly contributed to the dislocation, acting as a lever for the head to dislocate out of the liner. It was inadvertently left in the hip in error, following cement procedure, where it ought to have been carefully removed. The cup will be captured as the source of the cementation error, as it has an interface to cement; and the head and liner will be reported to address dislocation, as these are the products that articulate, and therefore are subject to dislocation--it also cannot be ruled out that adequate tensioning was not provided with the original liner and head, in addition to the cement error issue.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon revised the patient's hip because the patient dislocated during post-op imaging. During the revision, it was found that the surgeon had left cement in the cup causing it to dislocate. Cement product information is unknown. No time was delayed. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: left hip.